Manufacturer narrative:
H10: the lot number was provided for the three reported malfunctions, therefore, a lot history reviews were performed. The product catalog number for one malfunction was updated to rf400f. The device was not returned for evaluation, however, medical records were provided and reviewed for all the three malfunctions of which one included images. For one malfunction, the investigation is confirmed for the reported migration, tilt and perforation. Another malfunction is confirmed for the alleged migration; however, inconclusive for the reported tilt and perforation. The remaining malfunction is confirmed for the reported perforation, migration but inconclusive for tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device, malposition of device and perforation. This information was received from various sources. All the three malfunctions were involved patients with no reported consequence. Of the three reported malfunctions, two male patients ages were ranged from 35 to 62 years and one female patient age is 60 years. The weight of the three patients were not provided.

Manufacturer narrative:
H10: the lot numbers for two of the three reported malfunctions were provided and lot history reviews were performed. The devices were not returned for evaluation. Medical records were provided for two malfunctions and images were provided for malfunction and for one malfunctions, the investigations are inconclusive for the perforation of the ivc, filter tilt and filter migration. For one of the malfunctions, the investigation is confirmed for perforation and migration, but inconclusive for tilt. For one malfunction, the investigation is confirmed for perforation of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device, malposition of device, and patient device interaction problem. This information was received from various sources. Of the three malfunctions, all involved a patient with no patient consequence. One patient was male, one was female, and two patients age ranging from 60 to 62 years. There was no other information provided for all the patients.

Manufacturer narrative:
The lot numbers for two of the three reported malfunctions were provided and lot history reviews were performed. The devices were not returned for evaluation. Two of the three malfunctions did not provided medical records or images for review and therefore the investigations are inconclusive for the reported failures. For one of the malfunctions, medical records were provided for review and the investigation is confirmed for perforation and migration, but inconclusive for tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device, malposition of device, and patient device interaction problem. This information was received from various sources. Of the three malfunctions, all involved a patient with no patient consequence. One patient is male, (B)(6) years old, and unknown weight. The remaining patient's age, weight, and gender were not provided.